Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were experiencing severe hyperglycemia. Blood glucose level at the time of the incident was 471 mg/dl. Customer¿s mother denied symptoms, changed infusion set and blood glucose came down without issue. The insulin pump will not be returned for analysis.